Manufacturer narrative:
One (1) used/damaged oval bur, long carbide was returned to conmed for evaluation on 01-sep-2016. Visual inspection of the returned bur found the bur broke off from the shaft at the etch line (B)(6) 2015 and the broken portion was returned and this verified the reported breakage. This lot with the unique identifier (B)(4) was manufactured on 01-sep-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to the reported bur tip breakage. Of the lot containing (B)(4) units, there have been no other similar complaints received for this item and lot number combination. In addition, a 2-year review of product history for this device shows there have been a total of (B)(4) complaints with a quantity of (B)(4) units received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. Of the (B)(4) received complaints, only (B)(4) were submitted as reportable events including this one. To date, there have been no serious injuries or death related to the reported breakage or the use of this device. Nonetheless, due to an escalation of complaints of "bur breakage" for this product, an investigation has been opened to address this issue. Additional information received from the quality engineer confirmed that this lot of products was manufactured prior to the implementation of the investigation. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades or burs should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can caused damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating. Always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Do not use burs for plunge cutting. Damage or injury may occur.

Event description:
The user facility reported during a cervical decompression the 4 x 8mm oval bur, long, carbide broke at the etch line. The piece was immediately retrieved and after a 10 minute delay, the surgery was successfully completed using another oval bur with no further issues. No patient injury was reported. This report is raised on the basis of potential injury with recurrence.